Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 1.8 mmol/l with no associated symptoms of hypoglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the ok button was under responsive. The reporter alleged that the unresponsiveness of the button was leading to inaccurate deliveries of insulin. This complaint is being reported based on the allegation that an unresponsive button contributed to a hypoglycemic event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06-apr-2018 with the following findings: removed the pump cover; no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex observed. Unable to duplicate the keypad complaint.